Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.4., d.7., d.10., g.1., h.3., h.6. Device evaluation: analysis of the returned device identified: delamination valve, creases fold and wear abrasion leak test and microscopic analysis was performed which identified: delamination total of the valve, yellow particles inner device and opening crease sharp on anterior. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure); an opening crease sharp on anterior assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.